Event description:
On 01/17/2025, it was reported by a sales representative via (B)(4) that an ar-9622 baseplate assembly press is not tightening. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the laser marks faded and discolored on the device. The device has rust spots. Functional testing noted that the base did not move when the screw made pressure. The base was stuck. The screw tip was loose. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage in the field. Manufacturing date 2018.